Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced sinus tachycardia; the device delivered anti-tachycardia pacing (atp) which accelerated the rhythm into ventricular tachycardia (vt), a shock was later delivered and successfully converted. The device remains in service. No additional adverse patient effects were reported.